Event description:
The customer reported that while the unit was in use on a pt, the unit's battery charge indicator light was flashing continuously and the top of the invasive blood pressure waveform was not displayed. The pt was switched to another unit and therapy was contunued.